Manufacturer narrative:
Investigation ongoing, final conclusion to be submitted in a follow-up report. It was reported that the patient is doing well. Manufacturer investigation will be conducted. Review of batch records for mlot1442 including quality release results have been performed. All results from release tests were within limits. The first device was sold (B)(6) 2025, as per (B)(6) 2025, there have been (B)(4) sold and there have not been any other complaints on this batch. Conclusions of manufacturer's investigation of the complaint will be submitted in a follow-up report.

Event description:
Original in german, translated to english: in one patient, approximately 5 ml of cerament bonevoidfiller was injected into the left proximal tibia via a trocar with lateral exit holes during subchondroplasty. Intraoperative x-ray monitoring (image intensifier) revealed cerament bonevoidfiller migrating into the venous system of the proximal tibia. The patient's vital signs/monitoring remained unremarkable throughout the procedure (no drop in blood pressure, no drop in saturation, no arrhythmia). The patient was doing well but as precautionary actions, the patient was kept for 1 ½ day in the intensive care unit for observation and treated with heparin for two days.

Manufacturer narrative:
We used the information from the observation form, the communication and evaluated the available radiographs. As we know 5 ml of cerament bone void filler was injected into the left proximal tibia via a trocar with lateral exit holes during subchondroplasty. Throughout the minimal invasive procedure cerament migrated into veins of the bone which was visible in the intraoperative radiograph. There were no clinical symptoms of this migration; it stayed a radiographical finding. The patient's vital signs/monitoring remained unremarkable throughout the procedure (no drop in blood pressure, no drop in saturation, no arrhythmia). If pressure is used during intramedullary injection or into the cancellous bone, the risk of migration of a bone void filer into the venous system might be increased. This might be the case in bone marrow lesion filling using a trocar, as the bone marrow lesion can be seen as a well contained void. Some surgeons use a venting canula / needle to avoid increased pressure inside the void. According to the IFU "overpressurization during injection should be avoided as intramedullar injection with any bone void filler may lead to fat embolization or embolization of cerament bone void filler into the blood stream". "Overpressurization of the device may lead to extrusion of the device beyond the site of its intended application and damage the surrounding tissues". There is an increased risk of overpressurization, if a trocar is used for intramedullary injection or injection into cancellous bone to fill a contained lesion which may lead to leakage of cerament bone void filler into the blood stream. The patient stayed uneventfully for 1 ½ day in the intensive care unit for observation and received additionally heparin for 2 days (for prophylaxis of a thrombosis / embolization). As there were both a prolongation of hospitalization and a medical intervention this event was reportable to the competent authority (bfarm), bsi and FDA according to respectively regulation. Review of batch records for mlot1442 including quality release results have been performed. All results from release tests were within limits. The first device was sold 2025-05-23, as per 18th of august 2025, there have been (B)(4) sold and there have not been any other complaints on this batch. Risk assessment and precautions / potential adverse events / directions for use in instructions for use already cover the occurred event, and hence it can be concluded that there are no corrective actions required. There is an increased risk of overpressurization, if injected intramedullary or into cancellous bone, which may lead to leakage of cerament bone void filler into the blood stream. The incident was described in the risk assessment and the instructions for use for cerament bone void filler. There was no injury to the patient. The harm was the prolonged hospital stay and additional medication as a preventive measure. The product was not defect and it has not malfunctioned.

Event description:
Original in german, translated to english: in one patient, approximately 5 ml of cerament bonevoidfiller was injected into the left proximal tibia via a trocar with lateral exit holes during subchondroplasty. Intraoperative x-ray monitoring (image intensifier) revealed cerament bonevoidfiller migrating into the venous system of the proximal tibia. The patient's vital signs/monitoring remained unremarkable throughout the procedure (no drop in blood pressure, no drop in saturation, no arrhythmia). The patient was doing well but as precautionary actions, the patient was kept for 1 ½ day in the intensive care unit for observation and treated with heparin for two days.